Manufacturer narrative:
No injury was reported. Handpiece is in the process of being returned for evaluation. An investigation will be updated once returned and evaluated. When additional information becomes available, a follow up assessment will be submitted. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the trigger on the vectus handpiece was sticking and continued to fire. Site reports, "they have tried everything to release it, but it will not release."